Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging the onetouch ultra meter does not power on. The patient tests more than 4 times per day and controls his diabetes with insulin base on a sliding scale per the lfs meter reading. The patient claimed that the power issue first occurred one month prior. It is not know if the patient was able to obtain any blood glucose reading after the reported issue began. Reportedly, the patient took his usual insulin regimen (30u of nph and 20u humalog in the morning, 25u nph and 20u of hum alog at night). Five days later, the patient reportedly has symptoms described as "high sugar coma." At 6pm, the patient was admitted into the hospital and was given IV fluids. At 7pm, the patient allegedly obtained a blood glucose reading of "900 mg/dl" on a lab instrument. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the reported issue was not resolved. Although, there is no evidence of product misuse, the battery contacts were in good condition, and the battery was replaced per the owner's manual, the lfs meter did not turn on with the power button pressed and the test strip inserted into the meter. This complaint is being reported because the patient claimed she was admitted into the hospital and treated for hyperglycemia after the power issue began. Replacement products were sent to the patient.